Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error code. It was observed that the epg failed for rapid rate and output amplitude tests. The displayed error message and observed functional failures indicated a software corruption issue. The firmware was updated and the epg was able to boot up normally without any issues observed. The epg passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) generated an error code. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.